Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's medical issue reportedly ultimately resolved. The recipient remains implanted. This is the final report.

Event description:
The recipient was reportedly experiencing pain and swelling at the implant site. The recipient was admitted to the hospital for observation on (B)(6) 2010. The recipient received IV antibiotics and daily cbc, esr, and c-reactive protein. The recipient was discharged with oral antibiotics on (B)(6) 2010.